Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for regular device check, noise reversion episodes due to atrial and ventricular lead noise were observed. Noise was suspected to be due to subclavian crush and lead damage. Further testing was recommended. Both leads were capped and replaced on (B)(6) 2018.

Event description:
New information received on 12/21/2018 states that oversensing was observed on ra and rv leads.

Event description:
New information received notes that the physician believes that the noise was caused from clavicular crush because of the way the leads were inserted into the vein. Physician did not blame the product for the noise. The patient came out of surgery successfully with no complications.